Event description:
During patient treatment with the 3100a, the operator reported that both mean airway pressure and oscillatory pressure displays were fluctuating and the oscillator could no longer be exactly centered per its display. The patient was placed on a conventional ventilator while the 3100a was corrected. The patient was then placed back on the 3100a without any apparent compromise.